Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user encountered an ¿unable to proceed¿ during a supply change, consistent with a failure to infuse and related to delivery motor communication, and the issue was resolved by removing all supplies, performing a dry run, and resuming delivery using all new supplies; relevant lots were provided for the cartridge, connector, and infusion set, and the implicated device component was the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a signal loss consistent with a delivery motor communication problem and traced to a device component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.